Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low blood glucose (bg) alert, bg was unknown. Reportedly, customer declined further troubleshooting with tandem technical support and stated alert was expected.